Event description:
When attempting to recharge the implantable neurostimulator, the regular recharge screen was seen, but no charge efficacy boxes would shade. After the normal recharge screen was seen, the reposition icon would appear. Multiple recharges were tried. The pt hadn't recharge for about 2 months, but had perfect coupling until approx 1.5 months prior to the complaint. The pt last felt stimulation sensation 3 weeks prior to the complaint. The pt fell 1-2 times a week. It looked like the implantable neurostimulator had migrated, but had not flipped. The implantable neurostimulator was situated about 2 cm deep and appeared tilted, but not severely tilted. There was more movement in the pocket, and the incision site was tender to the touch. The hcp was unable to charge the implantable neurostimulator and planned to replace it.